Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient presented via merlin.net with complaints of dizzy spells. Transmission revealed episodes of noise reversion. Unable to reproduce noise with isometrics. The ventricular lead was capped on (B)(6) 2016. No other patient symptoms were reported.